Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-16206. The patient has two leads from the same lot number. It was reported the patient stopped using and charging her system approximately one year ago due to inadequate pain relief. It was also reported the patient has experienced persistent pain at her ipg site for the last 6-8 months. The patient plans to have her system removed due to the discomfort.